Event description:
Patient called to report an adverse event related to her coolsculpting procedure she had done on (B)(6) 2021. Patient stated she went to see her dermatologist for the procedure and was told there would be no pain or side effects, and that she could return to work the next day. Patient stated that the coolsculpting procedure caused severe pain that lasted for 3-4 weeks and she didn't see any results. Patient stated the pain was so bad she could not work and could barely breath. Patient stated she returned to the doctor's office on (B)(6) 2021 because she was in so much pain, but her doctor was not very concerned and told her that sometimes the coolsculpting procedure doesn't work. Patient stated she called alle and set up a call file. Patient stated her doctor was upset she called the company.